Manufacturer narrative:
Upon further review of the latest tvt registry data received, additional events were identified, so the following fields have been updated. (B3, h1, and h10).

Manufacturer narrative:
Resubmitting corrected MDR to provide exemption number in provided field. No new information to report.

Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during q3 for mitral serious injury events for the sapien 3 valve. This report summarizes 9 permanent pacemaker implant serious injury events for the sapien 3 transcatheter heart valve. The age range for these events is 50-86 years. The breakdown for gender is as follows: 6 females and 3 males.

Manufacturer narrative:
This report summarizes 9 events of permanent pacemaker implant for the sapien 3 in the mitral position. The average 'time to event' (tte, in days) for this event was 36.1. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with invasive cardiac interventions, including the use of transcatheter heart valves. Conduction system disturbances during tmvr may be related to several patient factors (pre-operative co-morbid status, the degree mitral annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities) and procedural factors (depth and profile of the implanted prosthesis, sheath, wire and delivery system manipulation). In this case, specific patient and procedural factors are not available; however, the conduction disturbance may be related to the potential contributing factors described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.